Manufacturer narrative:
The glucose and albumin reagents used were non-roche reagents. The field service engineer found that the cause was due to a misaligned sample probe. He replaced the sample probe, adjusted the probe position, and aligned the reagent disc. The instrument was performing within specifications. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 1 patient sample tested for glucose and 1 patient sample tested for albumin on a cobas 8000 c702 module. Sample 1: glucose: initial result: 0 mg/dl. Repeat result: 101 mg/dl (tested on another module). Sample 2: albumin: initial result: 0.100 g/dl. Repeat result: 2.700 g/dl (tested on another module).